Manufacturer narrative:
The UDI in section d4 was previously reported in the incorrect format. The UDI information has been updated to the correct format.

Manufacturer narrative:
H3 other text : the device has not been returned to the manufacturer.

Event description:
The manufacturer became aware of the user of the simplygo alleged device cuts off on mains and battery. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received new and relevant information on 01/18/2024. The device was returned to the service center for evaluation. During the evaluation of the device, the service center internally/ externally inspected the device and no faults had been observed. Section g3 and h6 have been updated in this follow up report.